Event description:
The pt suffered a burn from the electrocautery to her right lateral thigh from the bovi which had short circuited in the bag and began to fire on its own. Pt sustained a fourth degree burn measuring 6.5 x 4.5 x 0.1cm. There was a second burn noted more proximally measuring 1.5 x 0.5 x 0.1cm. This occurred at the end of the surgical procedure.